Manufacturer narrative:
Section a3b, a4: unknown/asked but not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: initial reporter first name: unknown, as information was asked but it was not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal intraocular lens (iol) had a scratch which was noticed after insertion into the patient's right eye. The iol was removed and replaced in the same procedure with a different johnson & johnson model lens of the same diopter. There was no injury reported. No surgical or medical interventions were required. The patient is doing well. The product is available for return. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 06, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was received cut in half. The lens was cleaned, presenting with cosmetic damage on the optic body and near the cut line. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.